Manufacturer narrative:
(B)(4). The complaint rd900 neopuff infant resuscitator is en route to fisher & paykel healthcare (B)(4) for evaluation. A follow up report will be provided upon completion of our investigation.

Event description:
A healthcare facility in (B)(6) requested preventative maintenance check of an rd900 neopuff infant resuscitator as the peak pressure knob was broken and the temperature gauge reading was fluctuating.

Manufacturer narrative:
(B)(4). Method: the complaint rd900 neopuff infant resuscitator was returned to our service centre in (B)(4) where it was inspected by a trained fisher & paykel healthcare (fph) service technician. The damaged components were then sent to fph (B)(4) for further investigation. Result: the complaint neopuff passed all tests performed as per the neopuff technical manual. The maximum pressure relief valve was not operating regularly when adjusted. The pip valve's operation was consistent. A lot check was performed and no other similar complaints have been received for lot 130310. Conclusion: the neopuff is a portable, reusable device used to assist in the delivery of respiratory breaths to infants until adequate spontaneous breathing occurs. Being a portable device, the neopuff can be susceptible to impact damage, for instance when accidentally dropped or subjected to considerable external force. The neopuff technical manual warns against dropping the neopuff or subjecting it to impact damage which may cause the unit to operate incorrectly. If the neopuff is suspected to have been damaged, the manometer and valve system should be performance tested. The neopuff technical manual states the following: "dropping the neopuff / perivent infant resuscitator or other similar forms of impact may cause damage resulting in incorrect operation of the unit. If you suspect damage to have occurred, please perform checks as outlined [in the manual] before connection to a patient". The fascia and valve system was replaced and the neopuff was returned to the customer after it passed all performance and safety tests as per the neopuff technical manual.

Event description:
A healthcare facility in (B)(6) requested preventative maintenance check of an rd900 neopuff infant resuscitator as the peak pressure knob was broken and the temperature gauge reading was fluctuating.